Manufacturer narrative:
The complaint device was reported to be an unknown lot number; however, two possible batch lots were provided. The manufacturing batch record review for the two possible lots 10818668 and 10841159 confirmed that the device met all material, assembly and inspection specifications. As received, the specimen consists of one-1 hydro gw std an 260-035; returned lodged within the eluvia device single-bagged within a "zip-lock" style poly biohazard pouch. The specimen coating appears visually and tacitly consistent when examined at 1x - 18 inches, unaided, wet. The specimen is lodged within the eluvia device with 19.2 cm of the wire extending distally and 83.2 cm of the wire extending proximally from the eluvia device. The specimen presents many bends/kinks scattered over the distal 178 cm, including a bend located 3.0 to 5.0 cm from the distal tip. The eluvia device tubing in the vicinity of the bend damage located 165.3 to 174.5 cm from the distal tip is bunched up/accordioned axially. Microscopically the specimen coating appears to be worn and abraded with blood-like inclusions, consistent with clinical use. Except where noted, the specimen device appears visually and dimensionally correct. At this time it is not possible to assign a definitive root cause for the event as reported. The bend located 3.0 to 5.0 cm from the distal tip appears consistent with a bending overload caused by a prolapse condition from advancing the wire against an obstruction. The bends/kinks located 165.3 to 174.5 cm from the distal tip appear consistent with column strength or bending overload such as from manipulating the wire against resistance. The warnings portion of the device instructions for use (dfu) states "if resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the zipwire hydrophilic guidewire and/or catheter and determine the cause by fluoroscopy." As noted in the operational instructions of the dfu, "fill catheter or other device with heparinized saline solution before and during use to ensure smooth movement of the zipwire hydrophilic guidewire within the device. If movement of the zipwire hydrophilic guide wire within the device becomes diminished, remove the guide wire and reactivate the hydrophilic coating by wetting its entire surface with heparinized saline solution." Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported. If there is any further relevant information received, a follow up medwatch report will be submitted.

Event description:
The procedure was due to a thrombus formed inside a viabahn and femoral area. After the thrombus was removed, the eluvia was deployed with about 10 mm overlap with the viabahn device. The physician used the rolling thumbwheel on eluvia to deploy as much as possible, when the wheel stopped, the physician tried to release the device with the pull grip but it was stuck. The physician then used extra force to pull the grip and release the device. A 6 mm diameter x 15 mm long balloon was used then to post dilate the stent. The physician reported that the stent elongated significantly since it looked longer than the post-dilation balloon. The procedure continued with angioplasty on more distal vessels and patient was stable. Post-dilation balloon: medtronic 6 mm x 150 mm. Guidewire: zipwire (no reference since two were used in the procedure). Per cmc event: the stent delivery system and guidewire were mounted on the system. We noticed this at the end of the procedure, when we were cleaning the delivery system for shipping. Maybe it was stuck when the physician was deploying the stent, but it might be that it was dry and therefore hard to remove from the delivery system. I did not send the data from the zipwire because two of them were used during the procedure with different lot numbers, so we had no way of knowing which one it was. If necessary, I will send both numbers to you tomorrow when I'm able to get that info. Additional information: there were 2 wires used in the procedure but only 1 became stuck to the delivery system. The site is not sure of which one so they provided both lot#s. (B)(4). Lot 10841159-expiration date 05-31-2020 / manufacturing date 05-17-2017. Lot 10818668-expiration date 03-31-2020 / manufacturing date 03-28-2017.